Manufacturer narrative:
See MFR. Report #3004209178-2016-19503 regarding another issue the patient experienced when the device ¿went out.¿

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction. It was reported that the patient's device"went out" and she had a lot of pain. She figured it out herself, got her patient programmer, and fixed it. This occurred at least a year prior to (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.